Event description:
According to the reporter: during bariatric laparoscopic procedure, the device did not work properly. The thread fell into patient cavity. The device was difficult to toggle and load. Used another device in order to complete the case. No injury to patient , patient status; alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the black loading/unloading top button was disengaged from the device. The button piece was returned with the device. Toggle switches were not observed and beveled walls of jaws were not observed for the devices as device could not be placed in the unloaded state. Functional testing was not performed as device could not be placed in the unloaded state. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.